Event description:
The customer reported false positive reactions of a patient sample with cell #3 of biotestcell p3 on tango. The patient sample that had caused a false positive test result was sent to us for quality control but none of the supposedly defective product was returned. Our quality control laboratory tested the retained sample of biotestcell p3 with the patient sample and could confirm the positive reaction with cell #3 of biotestcell p3. The sample was also tested in the tube technique and showed a positive reaction during an incubation at 4 °c. Therefore, we strongly believe that the sample has a cold reacting antibody. Furthermore, our quality control laboratory tested the retained sample of biotestcell p3 with different controls and 24 different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell p3 functions correctly. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.